Event description:
It was reported that during a laparoscopic dental procedure, abdominal air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested additional information regarding type of procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.